Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was returned for analysis. The customer's reported problem was "wrong cassette error". Visual inspection found the pump to be in good physical condition. Inspection of the pump's event log revealed "wrong cassette error". The customer's stated problem was verified. The device was tested on a fluid filled cassette. The device ran with no issues occurring. When the device was removed, the latch handle was closed and the device displayed, "cassette not attached properly". The latch lock flex and downstream sensor were replaced. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Event description:
It was reported that a cadd® cadd®-solis vip ambulatory infusion pump displayed wrong cassette error. It is unknown if there was patient involvement.